Manufacturer narrative:
There is no indication the pectus bar or stabilizers were not functioning as intended. The wires that were fixating the device broke and had to be removed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were other revision surgeries for this patient, please see MDR #1032347-2011-00060 and 00061.

Event description:
It was reported the patient had pectus bar and stabilizer implanted for treatment of pectus carinatum on (B)(6) 2009. Wires were added for fixation on (B)(6) 2010. Some of the wires that were fixating the stabilizer broke, and were removed on (B)(6) 2011.